Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 / difficulty removing belt) was confirmed. As received, the monitor case was cracked and the belt receptacle was detached, damaging internal wires. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication and the difficulty removing the belt is the damaged connector. The root cause of the damaged case, receptacle, and wires is excessive force at the connector. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and that the patient had difficulty removing the belt from the monitor.